Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed . (B)(4).

Event description:
It was reported that ventricular fibrillation occurred. The target lesion was located in the distal right coronary artery. Following pre-dilatation using a non-bsc balloon catheter, a 4.00 x 16 mm synergy¿ drug-eluting stent was advanced for treatment. However, upon deployment the patient went into ventricular fibrillation (vf). Pads were applied and the patient was shocked once to return to normal rhythm and the procedure was completed. There is no suggestion from the physician that the incident was device related. The physician commented in hindsight that a guide catheter with side holes may have prevented the occurrence of vf as coronary flow would not have been as obstructed. No further patient complications were reported and the patient's status was stable.